Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold lite vaginal support system, the physician put the leg assembly of the uphold on the patient's left side through the bladder. The physician repaired the perforation with two layers of vicryl sutures and made sure to close it very well. The procedure was completed with this uphold lite vaginal support system with no further complications to the patient, who was fine at the conclusion of the procedure.